Event description:
It was reported that the customer received a motor error alarm while filling her tubing. She then received a check settings alarm and while she was checking her settings she received another motor error alarm. Her blood glucose level was 328 mg/dl. The customer was advised to disconnect from the insulin pump and revert to a back up plan. She was unable to complete the rewind sequence. The product will return. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No unexpected reset anomalies or check settings alarms noted during testing. The insulin pump passed self-test, displacement test, rewind test, basic occlusion test and prime test. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump had minor scratches on lcd window, cracked reservoir tube lip, cracked reservoir tube window, cracked reservoir tube and cracked battery tube threads.